Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The device was received with normal output and telemetry communication. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. Corrective actions have been taken to address the issue. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.